Event description:
The customer reported that the canopy has zipper damage and holes in the netting. No pt injury was reported.

Manufacturer narrative:
Evaluation of the returned product shows that the front side a large window has a 3 inch small hole in it. Front side a has a one inch hole in the vinyl. Right side c the warning label has broken stitches.